Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set tubing got caught on something and accidentally was pulled out about a month ago from date of report. Blood glucose was adversely affected and reported at 250-260mg/dl. A correction bolus was administered to address the blood glucose. No permanent injury was reported.